Event description:
The facility reported problem of channel b under infusing. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hosp rep did not have information regarding whether there have been any reports of any pt incident involving this pump, since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -9.5% from the desired amount. A corrective and preventative action has been initiated.